Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device was observed to be switching on automatically as well as being unable to switch off. The fault was attributed to corrosion on the membrane tail, due to storage outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.